Event description:
One pt with discrepant urine total protein and urine creatinine results. Initial total protein result 2.3 mg/dl, repeat 1712 mg/dl. Initial urine creatinine result 11.0 mg/dl, repeat 231.6 mg/dl. Erroneous results were reported. Pt was not adversely affected. Field service rep indicated customer stated root cause to be an air bubble in the sample, but noted he checked the reaction cell and adjusted the sample probe. Performance tests were performed which were within specification.